Event description:
During axial-length readings, the tonofilm on the water probe collapsed, resulting in inaccurate measurement and the implantation of an incorrect lens. The lens had to be explanted and replaced with the correct lens.